Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 526 mg/dl. The customer mentioned that they were hospitalized for a long infection and low blood glucose in the past due to the settings on their insulin pump that was programed by their health care provider. The customer stated that they had bleeding form the site of the infusion set. The customer mentioned that they were taking baby aspirin that may have caused their blood to thin. The customer did not call to perform a high pressure test. The customer did not return the product back for analysis.